Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced infection, pain, stress urinary incontinence, urge, scarring, bleeding and dyspareunia. A revision and removal of the mesh was performed.